Event description:
The customer reported having no delivery alarms daily. Customer's blood glucose was 95 mg/dl. The customer also reported having issues with the battery. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.